Event description:
30 wk gestation infant with placement of umbilical artery line for fluids and antibiotics. Upon removal of the ual the catheter broke. Unable to retrieve surgically as piece had migrated to chest. Infant transferred to another facility for removal of catheter piece in cardiac cath lab.